Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue happened in the past, and the customer is currently awaiting cartridge delivery while using multiple daily injections (mdi) for backup insulin deliveries.